Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03660. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03660. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).: it was reported that the patient experienced urgency and vaginitis. No additional information was provided.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring, shrinkage,exposure, extrusion and protrusion, and she has undergone additional surgeries and revisionary procedures. On (B)(6) 2011, an examination revealed a 0.5 cm mesh exposure in the right sulcus of the posterior compartment of the vagina. The physician was unable to remove the exposed mesh during the office visit, and it was believed that the mesh was intertwined with other organs. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat vault prolapse and stress urinary incontinence and mesh was implanted along with the concurrent procedures of cystoscopy and cystostomy.